Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported that an unspecified patient injury occurred. On (B)(6) 2009, patient was implanted with a greenfield vena cava filter (gvcf). An unknown amount of time post-procedure, patient sustained injuries that were not specified to bsc. No further information is known about this event. This report will be updated should additional information become available. It was further reported that the patient had a CT of their abdomen on (B)(6) 2017. The imaging showed that the filter was severely tilted to the right. Its cone penetrated through the wall of the inferior vena cava and into the duodenum. One of the legs of the filter is bent and projects through the wall of the inferior vena cava and is in contact with the wall of the aorta. Another leg penetrates through the wall of the inferior vena cava into the wall of the aorta.

Manufacturer narrative:
Date of event is approximated since unknown.

Event description:
It was reported that an unspecified patient injury occurred. On (B)(6) 2009, patient was implanted with a greenfield vena cava filter (gvcf). An unknown amount of time post-procedure, patient sustained injuries that were not specified to bsc. No further information is known about this event. This report will be updated should additional information become available.